Event description:
Additional information was received from the manufacturer representative (rep). Rep clarified that they were not made aware of the event.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: event date is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were on their second controller and the controller was acting stupid. Pt said that took over two hours today to get the implant (ins) to charge. Pt said that the controller kept saying no device found when trying to recharge the ins. Pt described going through passive recharge mode with the three numbers as 100 100 100 on the trying to recharge screen. Pt said that they reset the controller like three times. Pt said that the ins stops recharging at 70%. Pt said that they brought this up to a rep a few months ago. Pt said that they sent the rep the information regarding the error messages, however the rep then never got back to them. Pt said that in may they told the rep that the remote died as the controller wouldn't even turn on. Pt said that the rep's name was mac (last name asked/unknown). Pt said that for a period there from like (B)(6) 2022 to (B)(6) 2023, they were recharging the ins every other day and then they stopped recording how often they were recharging the ins. Agent had the pt reset the controller during the call. Pt saw that the recharger cord was loose where the cord went into the paddle. Pt noted that they took good care of their equipment. Pt tried recharging the ins, however no device found appeared. Pt said that they were hurting since the ins was almost dead. Pt said that they had the therapy cycling so that the therapy would be on for ten minutes and then be off for ten minutes. Pt said that they ran out of the medicine that was helping them. The issue was not resolved. An email was sent to the repair department to replace the recharger. When trying to clarify the event date with the pt, pt said that they had an error message appear today. Pt went into the controller menu and accessed the last error information screen; pt said that the message appeared on (B)(6) 2023 at 17:20 with the code 15 cp02. Pt said that the last error message before that was right after thanksgiving. Additional information was received from the manufacturer representative (rep). Rep reported that they do not recall if the reported event occurred or not. They said that they had many events happening and they may or may not have talked to the patient about the event. Pt weight is unknown.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n#:(B)(6) revealed a no device found message and recharge antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.